Manufacturer narrative:
Product analysis: both connectors were confirmed to be broken. The display was found to be exhibiting liquid crystal display (lcd) bleed. The device was returned unrepaired, per customer request. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The epg has been returned for repair. There was no patient involvement.